Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to the electrode belt trunk cable being pulled and cut from the distribution node (dn), damaging all wires within the cable. The root cause for cut trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.